Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the MFR's technical service rep that the system controller that was in use during the abnormal pump operation contained pump disconnected alarms which per hospital personnel, did not occur. The system controller also did not provide drive line fault alarms during the percutaneous lead distal end replacement.

Manufacturer narrative:
The system controller was returned to the MFR for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.